Event description:
The customer stated, he was hospitalized for hypoglycemia. The customer changed the infusion set prior to hospitalization, and stated he was disconnected during priming. Troubleshooting revealed that the programming was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.